Manufacturer narrative:
Further product data was requested but is still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that the flow dropped during treatment. The emergency drive was used till the cardiohelp was exchanged. No harm to any person has been reported. Complaint ID:(B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the flow dropped during treatment. The emergency drive was used till the cardiohelp was exchanged. It was further stated that the same failure already occurred before. That event was investigated under complaint (B)(4) (mfg report number. 8010762-2021-00348) and no product malfunction could be confirmed. A getinge service technician (fst) was sent for investigation and repair on 2022-02-14. The reported failure could not be confirmed. No issue was found. The technician performed safety, calibration, and functionality checks to factory specifications. No log files for the reported event time were available. Thus no exact root cause could be determined. However according to the cardiohelp system risk file following probable root causes can lead to the reported failure: unexpected change of vascular resistance and volume status of the patient or resistance of disposable and patient is higher than assumed. Occlusion in the disposable / centrifugal pump no / wrong flow information: disturbance (emi); influence of other ultrasonic devices, e.g flow sensor no or insufficient coupling between cardiohelp and disposable: disposable no longer connected to drive during operation; magnetic coupling (drive, drive adapter, disposable) disturbed. Based on the investigation results no product related malfunction could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.